Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a nav-ring failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was discovered at bench repair that a nav-ring failure had occurred. The bench service engineer (bse) determined a replacement of the nav-ring was required. Device evaluation and repair are pending.